Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo, distal left anterior descending (lad) artery, after predilatation the 2.25 x 23 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. The sds was being pulled back for removal when resistance was met with the guide catheter and the device was removed. After removal from the anatomy, the stent implant was found to have flared stent struts. A second 2.25 x 23 mm xience prime sds was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Difficulty to remove/guiding catheter resistance could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Difficulty to remove/guiding catheter resistance could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.